Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
The pt is doing substantially better since her revision surgeries but continues to have pain in both knees. The pt has difficulty walking and is limited in the time spent walking or standing. Zimmer package insert states pain as potential adverse effect of the surgical procedure. It is unknown whether the primary components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Pt activity information is unknown but obese. This device is used for the treatment of the pt. A definitive root cause cannot be determined with the information provided.